Event description:
Reporter alleged blood glucose monitoring device was not reading properly and the reading displayed did not match the device memory reading. Reporter stated when reviewing the device memory a value of 236 mg/dl was displayed as the reading compared to a 245 mg/dl hospital device reading. It was reported however the reading on the device was a discrepant one and was actually displayed as 135 mg/dl. Reporter indicated controls were used however level one was out of range and level two was not provided. A request was made for the return of the suspect device and replacement product was sent.